Manufacturer narrative:
Concomitant medical product: 305u27 tissue valve was implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. It was also reported that the ra lead exhibited no capture and high impedance. It was also noted that the ra was under-sensing and no atrial sensing of intrinsic events at lowest sensitivity was observed. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.